Manufacturer narrative:
Product analysis: visually, there was no damage in the construction of the device. Electrically, the resistance of the entire assembly should be less than 0.3 ohms and the actual measurement was 0.3 ohms which was within specification. The probe tip fit securely into the handle with no issues. Functionally, the probe was plugged into a patient simulator of a nim system using a 1.0 ma stimulating current and 100 v threshold. There was intermittent stimulation as only certain areas on the metal contacts of the patient simulator returned values which would have resulted in the reported event. The probe tip was replaced with a reference tip and there was no intermittency. With the reference tip, the system consistently returned 1.03 ma and a waveform/event tone over 200 v. Under magnification, there was a difference between the metal contacts on the distal end of the probe tip in comparison to the reference tip. A review of the global complaint data showed eight similar complaints about this lot number. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) returned the device stating as no response during intraoperative. There was no patient impact.